Event description:
It was reported that the pt had a pump implanted in 2008. The pt experienced therapeutic effect until approx 2 months ago, when the effect of therapy began to plateau. The lioresal was titrated up to 346 mcg/day. An x-ray revealed the catheter had migrated out from the intrathecal space. The pt's tone had reverted back to the pre-pump level. A catheter replacement was performed in 2009. A new catheter was implanted and reprimed for the implanted length. The pump was programmed 4 hours after the catheter was connected to the pump to deliver 200 mcg/day. Final pt outcome not reported.